Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen is not responding to commands. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse dispatched a field service engineer (fse) for evaluation and repair. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. Touch screen operation test carried out and it was observed that patina was found on the display, probably caused by sanitization with an aggressive product which limited its functionality. Performed display cleaning and touch screen calibration. The device passed required performance verification tests per philips standards and was ready for use. The investigation concludes that no further action is required at this time.